Event description:
It was reported that a spectrum iq pump did not match expected out put. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b3: event date, d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem "device not matching expected out put or settings" was reproduced. The device was tested for flow accuracy and found to under infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as under-infusion. The cause of the condition was the pressure plate travel. The pressure plate travel requires adjustement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.